Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to fully explant one of the patient's ((B)(6)) leads. Part of the lead separated during the attempted removal and remains in the patient. There are no plans to remove the partial lead at this time.